Manufacturer narrative:
The company service representative examined the system. The cpc connector and cpu were replaced. A new footswitch was ordered. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system shut down. The nurse reported the system shut down at the beginning of the case. The system was rebooted and the case was completed. All cases were completed that day with no further problems. The nurse also stated the footswitch is wobbling. No patient injury was reported.